Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). The device history record (DHR) for the 3.5¿ small adult single port single bladder cuff, part number 60800000200, review could not be performed as a lot number was not provided for the reported event. On (B)(6) 2017, it was reported from (B)(6) that a 3.5¿ small adult single port single bladder cuff leaked at the seam during the end of surgery. A returned product investigation could not be performed for the reported event due to the product not being returned for evaluation. The reported can, therefore, not be confirmed. The root cause of the reported event cannot be specifically determined with the provided information because the device was not returned for evaluation. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Device is discarded by user facility.

Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). Product is discarded by user facility. Upon completion of the investigation, a final report will be submitted.

Event description:
It was reported that seam leaked. It did not hold the 250 mmhg pressure that was adjusted. It occurred at the very end of the surgery and thus, no harm to the patient. No adverse events have been reported as a result of this malfunction.